Event description:
(B)(4). It was reported via the implant patient registry that the mitral valve was explanted after an implant duration of approximately 19 years and 2 months (230.03 months). Unfortunately the patient died in the operating room for cardiopulmonary failure. The patient intraoperatively developed an abdominal bleeding. The femtrak venous femoral cannula for the ECMO device had a malposition. The patient was multimorbid and had very bad vessels. Where the cannula was brought into the vessel there must have been a kind of leak which was not detected and the blood flew into the abdomen the cannula was inserted femoral venous. In the first meeting with the prof. He said "that there was a malposition of the cannula. In the last meeting they clarified that the patient was multimorbid and had very bad vessels. They assume that where the cannula was brought into the vessel there was a kind of ruptured so that a small leak occurred which was not detected. The result was that blood flew into the abdomen. There was a kind of small leak due to the bad condition of the vessel so that blood passed out. " this was not specially examined later on. According to the prof, there was no problem with the device itself.

Manufacturer narrative:
The device was not retained by the customer. The customer stated the malposition of the device may have been due to the patient's size and delicacy of the vasculature. They stated to have been no malfunction of the device. The device was not returned; so investigation into root cause could not be determined. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.